Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced chronic pelvic and vaginal area pain, severe pain during intercourse, urinary and vaginal infections, vaginal bleeding, urinary incontinence, retention, recurrent granulation tissue, recurrent vaginal mesh exposure, leakage, emotional distress, vaginitis, erosion, recurrent urinary tract infection, frequency, nocturia, and inflammation. The plaintiff underwent a series of revision surgeries and the device was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00227.